Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(4). It was reported via legal documentation that approximately 148 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, swelling, instability, osteolysis. No further issues or complications were reported. No additional information is available." (B)(6) 200-73-11 - cr tibial insert sz 3, 11mm, slope ++ ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation] manufacturer narrative update: the reason for the revision reported in incident cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.